Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the vibratory alert was tested but the test failed to deliver vibration stimulus to the patient despite multiple testings involving re-interrogating the device, rebooting the programmer and trying both rf and inductive telemetry. The physician elected to take no action other than to continue to monitor the patient normally as all other parameters are normal. The patient was stable.